Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display was dimmed and customer was having issues with seeing the screen. The customer declined further troubleshooting from tandem technical support regarding the reported issue. During follow up, the customer reported the pump was working "fine". Customer's blood glucose level was 195 mg/dl.